Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation with two rubber fragments. Upon inspection, engineering noted fragmentation of internal rubber components of the seal. The thicker fragment received is the result of the customer intentionally cutting the component to confirm the fragmentation of the thinner component. The rubber fragments returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
(B)(4). Report from the sales representative: tlh - during a total laparoscopic hysterectomy, gradual pneumoperitoneum gas leakage though the trocar was noted and the trocar was found to be missing a portion. The trocar was replaced with new one. Abdominal irrigation was well done because of the concern about residual portion of the septum inside patient cavity and the surgeon concluded that there was no residual septum and closed the patient incision. However, the portion was not found in irrigated aspiratings and surroundings operating table. Please refer to septum check list for combined devices. Initial investigation report by (B)(4) olympus: the event unit was returned to olympus and visually inspected. The ddb was cut by the customer to check for the septum. The septum was found to be damaged and missing a portion. The retuned septum portion (size approx. 8.5mm×7.5mm) almost matched to the missing part in shape. However, confirmed another missing part was noted on the septum and it was not retuned to olympus. No visible damage was observed with the shield. The unit will be returned to (B)(4) for further evaluation. Patient status: no patient injury